Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: it was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there were erroneous results seen in one tube. No patient impact reported. The following information was provided by the initial reporter. The customer stated: "short description : discordant troponin results on roche cobas 8000 when did the incident occur? During use discordant troponin results going from 100-200 to 15-20 particles floating on the surface of the plasma, is this related? T (B)(6) 2023 the customer's reply: "the incident observed was a discordance in troponin results (1st pass very positive: 109 ng/l, negative repeat: 9 ng/l confirmed on a 3rd pass at 10 ng/l), there were no consequences for this patient because we programmed systematic repeat tests on troponins. We did not observe any substance or particle in the plasma". Short description: discordant troponin results on roche cobas 8000 when did the incident occur? During use discordant troponin results going from 100-200 to 15-20 particles floating on the surface of the plasma, is this related?"

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there were erroneous results seen in one tube. No patient impact reported. The following information was provided by the initial reporter. The customer stated: "short description : discordant troponin results on roche cobas 8000 when did the incident occur? During use discordant troponin results going from 100-200 to 15-20 particles floating on the surface of the plasma, is this related? T (B)(6) 2023 the customer's reply: "the incident observed was a discordance in troponin results (1st pass very positive: 109 ng/l, negative repeat: 9 ng/l confirmed on a 3rd pass at 10 ng/l), there were no consequences for this patient because we programmed systematic repeat tests on troponins. We did not observe any substance or particle in the plasma". Short description: discordant troponin results on roche cobas 8000 when did the incident occur? During use discordant troponin results going from 100-200 to 15-20 particles floating on the surface of the plasma, is this related?".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes had foreign matter in the tube, which caused erroneous result. The following information was provided by the initial reporter. The customer stated: when did the incident occur? During use. Discordant troponin results going from 100-200 to 15-20 particles floating on the surface of the plasma, is this related?

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there were erroneous results seen in one tube. No patient impact reported. The following information was provided by the initial reporter. The customer stated: "short description: discordant troponin results on roche cobas 8000. When did the incident occur? During use. Discordant troponin results going from 100-200 to 15-20. Particles floating on the surface of the plasma, is this related? T. 1/aug/2023 the customer's reply: "the incident observed was a discordance in troponin results (1st pass very positive: 109 ng/l, negative repeat: 9 ng/l confirmed on a 3rd pass at 10 ng/l), there were no consequences for this patient because we programmed systematic repeat tests on troponins. We did not observe any substance or particle in the plasma". Short description: discordant troponin results on roche cobas 8000 when did the incident occur? During use discordant troponin results going from 100-200 to 15-20. Particles floating on the surface of the plasma, is this related?"

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results-troponin t were observed. 10 retained tubes were analyzed for the heparin content and were all within specified limits. No difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-troponin t because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-troponin t. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results-troponin t were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.